Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR reports #: 1627487-2013-13012 and 1627487-2013-13014. The patient had two leads from the same lot number and two extensions from the same lot number. It was reported the patient no longer wanted his scs system. The patient elected to have the system explanted.